Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The strips were not returned for this complaint. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.